Event description:
A female consumer reported that after using the amo lens cup with her hydrogen peroxide system for approximately a month, she noticed growth on the inside of the cap. The user indicated that she used tap water to clean the lens case which is contrary to the directions for use. No pt injury was reported.

Manufacturer narrative:
The lens case for this report is not available for eval purposes. Pt's error contributed to the event.